Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot qbbbgwr0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a neurosurgery procedure on an unknown date; and a suture was used. During the procedure, the suture detached from the needle during insertion of the first stitch into the muscle tissue. The surgeon pulled the needle with the needle holder but the thread detached from the needle in the tissue itself. It was not possible to pull the needle and thread together; and the thread was left in the tissue. Another like device was used to complete the procedure successfully. There were no adverse patient consequences reported. Additional information was requested.